Event description:
Additional information reported the dosages of the nasogastric oral baclofen and valium were not known. The dose of ¿100mcg/ml¿ that was reported after the pump was refilled with lioresal was clarified to be 100mcg/day.

Event description:
Additional information reported the catheter was ¿cracked.¿ the catheter was not primed which led to a ¿delayed¿ overdose. The patient was ¿alive¿ and receiving effective therapy.

Event description:
It was reported, the patient had extensive back surgery on (B)(6) 2013. At the end of the back surgery, a catheter revision was completed. The patient experienced increased tone of unknown duration prior to the catheter revision. There was a suspected leak at the catheter connector pin. A small portion of catheter at each end of the connector pin was trimmed and a new 8590-8 kit was used to connect the catheter. The removed product was discarded. The patient had exhibited symptoms of baclofen overdose some 36 hours after the catheter revision. The pump was delivering compounded baclofen concentration 4000mcg/ml dose: 1512.4mcg/24h. On (B)(6) 2013, the patient's dose was decreased to 1200mcg/24h. Due to the symptoms, the pump was programmed to minimum rate. Compounded baclofen was removed from the pump and refilled with lioresal 2000mcg/ml catheter access port was accessed and a series of aspirations and priming boluses were performed to evacuate the 4000mcg/ml compounded baclofen and advance lioresal 2000mcg/ml to the catheter tip and resume daily infusion at the rate of 100mcg/ml. The patient demonstrated a return of tone and the pump was increased to 130mcg/24h. The patient status was alive; no injury. As of (B)(6) 2013, the patient was still intubated, but their mental status had cleared to baseline. The hcp expected the patient to be increasingly weaned from ventilator. The plan was to slowly increase intrathecal baclofen (itb) dose to therapeutic level. The patient was receiving nasogastric dosing of oral baclofen and valium, in addition to itb. Additional information reported the patient is stable and responding well at a dose of 176mcg/24h. The patient is being discharged home either (B)(6) 2013 or (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711 lot# j11414r68, implanted: 2003 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).